Event description:
Two separate issues related to the dexcom g4 share product. The poor design of the dexcom share makes it very difficult for families with more than one diabetic to navigate the system. It does not allow more than one person per sharing account. For example a tid parent and child the system should be able to differentiate each set of data based on which sensor ID the data is coming in through. Additionally, the system forces users to have different email addresses and login ids for each person which is ridiculous, burdensome to use (as compared with allowing a family with multiple diabetic family members to access information using one email, or one account with multiple users under a single email address, e.g. Where it stores multiple sensors assigned to different people under one email. (I realize the follow app allows a person to follow more than one person but this does not help when setting up the share function. Additionally, my child's (B)(6) had major tech issues (due to (B)(6) functionality) and had to have everything deleted from the phone, restored, and completely start over. When we tried to reinstall the dexcom share and follow apps, everything had to be started over and the system completely forgot even the already established login ID and passwords (which one would think are stored in the cloud and should be retained.) As a result of this, the share app ended up confusing the information for parent and child getting the ids mixed up with the multiple email addresses and changing the child's data to the parent's data because the ID had to be reset. When I tried to enter the exact serial number on her dexcom, the system said it was already assigned another person. (Yes my child, but it no longer let me access her information because we had to reload the software. There is also no way to navigate or view this information on a regular computer. It is much harder navigating on an (B)(6) as compared with a computer, thus these systems should be usable from a computer/laptop. The share function does not work on android phones making it unusable to over half the us population trying to use this product. (Android users outnumber (B)(6) users in the us and the world.) This is a fault of the FDA only approving the item for (B)(6) users and excluding android phone users. The FDA needs to expedite approval of the share app on the android platform so all people with type I diabetes should not be forced into spending hundreds of dollars on very undesirable and non-user friendly (B)(6) products. Now, with two dexcoms, an (B)(6) and android phone, we have access to nothing. Everything is completely mixed up and neither dexcom share function is working, or accessible. Dexcom share is extremely poorly designed from a human factors perspective. I realize the majority may not have multiple diabetics in a family, but more and more families do and would like this to work for their families as well. Bottom line what I would like to see: multiple share sensors for multiple diabetics on one email and share account with one email (or multiple for those would rather that.) Access to share and follow on the android platform (even older android models (like the original (B)(6) would be nice, as they are still out there being used. Access to these functions via a computer - for both share but especially follow.